Manufacturer narrative:
The device is not available for investigation; it was discarded after the procedure. There was no indication of product malfunction.

Event description:
The patient developed a pericardial effusion following cryoablation procedure. Patient in stable condition after drain was inserted. Patient discharged from hospital (B)(6) 2012.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.